Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in thailand who was receiving bac lofen 2000 mcg/ml at a dose of 199 mcg/day via an implantable pump. The indication for use was not provided. It was reported that ¿three days ago¿ the patient had been admitted to the hospital due to autonomic dysreflexia (extremely high blood pressure/ 200 bp, headache) and he also had continuous abdominal myoclonus. ¿now¿ the blood pressure was is under control. They were trying to find the cause of the dysreflexia; if it is caused by severe constipation or inadequate baclofen . The patient had been taking 199.99 mcg per day for a long time without a problem. The doctor had tried to increased it to 210 and then 220 mcg per day but it was not helping the abdominal myoclonus at all. On (B)(6) 2016 a roller study by bolus 10 mcg and x-ray were performed. As reported, as the result of the roller study, ¿it should be move the pump rollers 60° from their original position but it does not seem 60 degree¿. However, per programming provided it was shared that the rollers should move 30° and the representative later reported on 2016-06-24 that the physician considered that the event was not a motor problem but needed to investigate and perform a contrast study. The actual reservoir volume was not known as the patient was refilled from another country and the record was not available. During a dye study on (B)(6) 2016, the physician could not aspirate or inject any fluid into the catheter access port (cap). Then he considered to inject some contrast but it also was unable to go through the catheter. It seemed like a complete occlusion, although not confirmed at this point, a catheter issue was suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.